Event description:
The customer's parent called and reported the insulin pump screen went blank. It was stated customer was playing a sport, the insulin pump was not on her and was suspended in her bag. When customer was done, she went to put the device back on and noticed the display was blank. Customer's blood glucose was 200 mg/dl at time of report, but unknown when event occurred. The insulin pump was not dropped or exposed to moisture. No relevant damage or corrosion was noted. During troubleshooting, it was advised to remove the battery for ten minutes, clean the battery cap contacts and insert a new battery. It was stated the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly into the interface board. Unable to perform the displacement test due to blank display. The insulin pump has pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.